Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the led backup alarm failed. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported backup alarm failure (e/c 1104) issue. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.